Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with this lot 17171990 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported a saber 6 mm 4 cm 90 was delivered to the lesion for inflation, however it ruptured during inflation. It was unknown how the procedure was completed. The procedure was completed successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The lesion was calcified. The patient¿s information, target, vessel level of tortuousness and rate of stenosis was unknown.

Event description:
As reported a saber 6 mm 4 cm 90 was delivered to the lesion for inflation, however it ruptured during inflation. It was unknown how the procedure was completed. The procedure was completed successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The lesion was calcified. The patient¿s information, target, vessel level of tortuousness and rate of stenosis was unknown. Multiple attempts were made without success to obtain additional information.

Manufacturer narrative:
The following sections have been updated accordingly: b5, g4, g7, h1, h6, h10. As reported, a 6x40mm 90cm saber percutaneous transluminal angioplasty (pta) catheter was delivered to the lesion for inflation; however, it ruptured during inflation. It was unknown how the procedure was completed. The procedure was completed successfully. There was no reported patient injury. The lesion was calcified. The patient¿s information, target, vessel level of tortuousness and rate of stenosis was unknown. Multiple attempts were made without success to obtain additional information. The device was not returned for analysis. A device history record (DHR) review of lot 17171990 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, vessel characteristics (calcified lesion) may have contributed to the reported event since calcified/resistant lesions can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.